Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / bilateral pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included adenomyosis. Previously administered products included for an unreported indication: mirena from 2008 to 2009. Concurrent conditions included procedural pain, paratubal cyst, uterine bleeding, nausea, pain in hip, burning micturition, uterine enlargement, heavy periods and discomfort. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: were you advised of any complications or problems that occurred at the time of your essure placement procedure: hand out. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2014: pain from her essure implants, heavy cycles and an enlarged, probable adenomyotic uterus. Concerning the injuries reported in this case the following events were reported via medical record: genital hemorrhage, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet and medical record received. Category of case changed to incident. Lot number added. Event injury is replaced by pain. New events added: dysmenorrhea (cramping), bleeding were added. Medical history added. New reporters and patient demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / bilateral pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included adenomyosis. Previously administered products included for an unreported indication: mirena from 2008 to 2009. Concurrent conditions included procedural pain, paratubal cyst, uterine bleeding, nausea, pain in hip, burning micturition, uterine enlargement, heavy periods and discomfort. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: were you advised of any complications or problems that occurred at the time of your essure placement procedure: hand out. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: pain from her essure implants, heavy cycles and an enlarged, probable adenomyotic uterus. Concerning the injuries reported in this case the following events were reported via medical record: genital hemorrhage, pelvic pain, dysmenorrhea. Lot number: b40019. Manufacture date: 2013-05. Expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / bilateral pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included adenomyosis. Previously administered products included for an unreported indication: mirena from 2008 to 2009. Concurrent conditions included procedural pain, paratubal cyst, uterine bleeding, nausea, pain in hip, burning micturition, uterine enlargement, heavy periods and discomfort. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: were you advised of any complications or problems that occurred at the time of your essure placement procedure: hand out. Patient received treatment for dysmenorrhea (cramping),pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: pain from her essure implants, heavy cycles and an enlarged, probable adenomyotic uterus. Concerning the injuries reported in this case the following events were reported via medical record: genital hemorrhage, pelvic pain, dysmenorrhea. Lot number: b40019 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.